Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2316-50 serial#: (B)(4) description: infinion1x16 perc lead kit-50 cm model#: sc-4316 lot#: 17222141 description: next generation anchor kit-sterile model#: sc-3400-30 serial#: (B)(4) description: infinion splitter 2x8 kit (30 cm) model#: sc-3138-35 serial#: (B)(4) description: scs phiii ext 35cm the explanted devices were not returned to bsn.

Event description:
A report was received that the patient's body was rejecting the device causing local wound dehiscence and infection. The patient's new operative pocket site on the left side had some mild skin breakdown with no open wound, but appeared to be erythematous on the left side breakdown one cm just above the incision site which may be related to dermatomyositis. The physician hardly described location of infection but said it was in the left and lower flank. Symptoms of infection were oozing and external opening of the body. It was believed that the infection was not device related, but it was procedure related. The patient was referred for a wound care specialist and was prescribed antibiotics. The patient underwent an explant procedure. No device malfunction was suspected.